Event description:
It was reported that during a meniscal repair surgery, a fast fix t2 implant fell off after t1 was implanted. Surgery resumed with a back-up device; however it is unknown if there was any delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number 2080877 on the label. The t1, t2, and suture were not returned. The actuator is at the tip of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the device will not cycle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.